Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was 90% stenotic and in a severely tortuous right coronary artery (rca). After predilation, the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent delivery system (sds) shaft fractured inside the guide catheter. The fractured cather was removed from the pt's body without any complications. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".